Manufacturer narrative:
The patient identifier is marked as "ni" because the patient information is unavailable.

Event description:
Per complaint (B)(4), a patient's dental implant lacked primary stability during clinical procedure. The implant was subsequently removed. No adverse patient consequences were reported.